Event description:
The consumer initially reported experiencing events such as stuck to the bottom surface, a hole in the contact lens, peeling difficulties, an eye ulcer, blurry vision and a scratching sensation in the right eye after wearing the lenses. The consumer sought medical attention and the symptoms had resolved at the time of this report. Additional information has been requested but has not yet been received.

Manufacturer narrative:
H.3, h.6 : the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3, h.6 : the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed no complaint or manufacturing trend was identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).